Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that more units than usual were required for the infusion set tubing to be filled during the load fill tubing sequence. Customer believed a possible blockage could be causing the issue. Customer's blood glucose level was 113 mg/dl. Reportedly, a supply change was performed to address the issue.